Event description:
Hcp reported "due to programming errors - pt was overdosed with intrathecal baclofen & experienced temp paralysis. To date pt is home w/no signs of paralysis and doing well. No report of device explantation. A follow up report will be sent when additional information is received.